Manufacturer narrative:
Ge healthcare's investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2022, while a ge installation team was installing the definium tempo overhead tube suspension (ots) at (B)(6) located in the USA, the straps of the lifting fixture slipped and caused the ots to drop. There was no death or injury associated with this event.

Manufacturer narrative:
Ge healthcare's investigation has been completed and the cause for the slipping ots lifting fixture service tool was determined to be a loose belt drum screw. This loose screw caused the slipping between the pulley drum and shaft. To correct this issue, the ots lift tools were contained and have undergone a new calibration process where the belt drum screw will be torqued and have loctite applied. In addition, the products installation/deinstallation manual had a note added to check the lifting tool belt drum screw before each use. No further actions are needed.